Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap hernia repair. According to the reporter: when repositioned the balloon does not reinflate after being deflated. Inflates first time, but does not inflate the second time. No harm to pt. There was no unanticipated tissue loss. There was no irreversible tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the pt.

Manufacturer narrative:
(B)(4)